Manufacturer narrative:
The device was received and extracted data from the device showed no alarms on the occurrence date of the complaint; however, it could be noted that the pdm failed to change date after the user updated the setting on (B)(6) 2020. Therefore, appearing as if no data was being recorded for the user after the date. The pdm was found to have a nonfunctioning bg meter board, resulting in the pdm to not detect that the bg strip was inserted. No meter errors were present in data. Replacing the bg board resolved this issue. Pdm was able to communicate with a pod and deliver a bolus with no issues noted. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported the patient's blood glucose (bg) was 0.20 g/l (20 mg/dl) while wearing the pod on the abdomen for between 36 and 48 hours. The omnipod personal diabetes manager (pdm) was reset and as treatment, the patient was given glucagen and an oral carbohydrate administered by the parent. The patient was taken to the hospital where no treatment was provided and was discharged same day.